Manufacturer narrative:
Olympus followed up with the user facility to obtain detail info regarding this report. The user facility reported that eight pts that have had bronchoscopy procedure performed were cultured positive for pseudomonas aeruginosa post procedure. The culture test was performed on the same day following the bronchoscopy procedure as a standard procedure. The eight pts reportedly exhibited no signs or symptoms as a result of the positive culture. Five out of the eight pts reportedly had undergone bronchoscopy procedures performed by the same physician. The suction and biopsy ports of referenced device were cultured and the results were positive for the same strain. The referenced device was said to have been cultured externally and the result was negative. The culture test was performed in-house per the user facility. The device referenced in this repot was returned for evaluation, and forwarded to an independent laboratory for microbiological testing prior to olympus performing a physical evaluation of the device. The preliminary test result indicated negative for pseudomonas aeruginosa. As part of our investigation into this report, an olympus endoscopy support specialist has been dispatched to the user facility to assess the facility's reprocessing practices and provided reprocessing training if necessary. This report will be supplemented if add'l info becomes available at a later date. Please reference 8010047-2013-00133, 8010047-2013-00134, 8010047-2013-00135, 8010047-2013-00137, 8010047-2013-00138, 8010047-2013-00139 and 8010047-2013-00140.

Event description:
Olympus rec'd a medwatch report, which stated: "bronchoscope device associated with 8 pts positive cultures for pseudomonas aeruginosa. The scope was cultured inside the ports and brush, the same pseudomonas strain isolated from pt was aldo isolated from these areas. The outside of the scope was also cultured but results were negative."